Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The sales rep received the information of the plate fracture due to nonunion from his customer. The customer's doctor is not in charge of this case, the other doctor is. Other any information about this case is unavailable.